Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to the wear of the angle wire, the bending angle in the 'up' direction did not meet the standard value. The forceps channel port was shaved. The image guide protector had a scratch. The universal cord had a scratch. The universal cord had a wrinkle. The protector of the universal cord on the scope connector side had a scratch. The scope connector had a scratch. The light guide cover glass had a scratch. The indication on the scope connector was peeled. The adhesive around the objective lens was peeled. The objective lens had a crack. The adhesive around the light guide lens was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch. The grip had a scratch. The scope cover plate was unclear. The scope cover had a scratch. The switch box had a scratch. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a scratch. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The electrical connector had corrosion due to water leakage. Due to a dent in the channel tube, forceps cannot be inserted smoothly. The control unit had a scratch. The control unit had discoloration. The right/left knob had a scratch. The up/down knob had a scratch. Free-engage knob has a scratch. The forceps elevator lever had a scratch. The suction cylinder was shaved. The switch 1 had worn. The switch 4 had wear. The connecting tube had discoloration, and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.